Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided form the account for further investigation. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax and mail. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome following an intraocular lens (iol) implant surgery. Additional information has been requested.